Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was sticking and delayed in responding to presses. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.